Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00074.

Event description:
This is 2 of 2 reports. A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp was slipping. Additional information was received on 24apr2018 indicating that on (B)(6) 2018, after securing the mayfield head clamp while attaching it to the frame, the mayfield slipped causing laceration on the right posterior aspect of the patient head. Five (5) staples were placed to close the wound. A different mayfield head clamp was located and used to replace the original clamp. There was a delay in surgery for 25 minutes due to product problem. Additional follow-up information received on 30apr2018 indicating that the product problem occurred before the case started.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When unit was properly positioned and put under pressure, the unit did not slip. Device history record were reviewed for this lot and no issues were found. The complaint reported cannot be confirmed. No issue observed. Root cause is undetermined at this time.